Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received few inappropriate shocks during inpatient stay post left ventricular assist device (lvad) implant procedure. Upon interrogation, inappropriate shocks in ventricular fibrillation (vf) zone due to noise was noted on the right ventricular lead. Upon review, episodes of ventricular noise and ventricular fibrillation episodes with anti-tachycardia pacing (atp) and aborted shock due to noise was noted. Inadequate capture and low sensing measurements were also noted. The impedance measurements were stable. The programming changes were made and tachy therapies were turned off. The patient was stable post interrogation.